Manufacturer narrative:
(B)(4). Evaluation summary; the condition of a colleague infusion pump with failure code 814:09 on channel c was confirmed and reproduced during product evaluation. The root cause was determined to be a faulty pump head module (phm). The phm on channel c was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 814:09 on channel c. This condition had the potential to interrupt delivery. This condition occurred upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.